Event description:
It was reported that this implantable pacemaker device was surgically explanted due to accelerated battery depletion. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.